Event description:
Information provided states patient was implanted bilateral with 2 quad plates (gpq800) and eight (8) screws (gp632) on (B)(6) 2010. X-rays taken on (B)(6) 2011 shows that 2 distal screws in each plate broke during treatment. Two plates and the broken screws were removed and replaced.